Event description:
Procedure performed: ni. Event description: the rep was not present during the case. At the beginning of the procedure, after the needle was inserted, the sharp part of the needle did not retract. Product not available for return. Intervention: ni. Patient status: fine.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: ni event description: the rep was not present during the case. At the beginning of the procedure, after the needle was inserted, the sharp part of the needle did not retract. Product not available for return. Intervention: ni patient status: fine.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is possible that the device became jammed, exposing the needle as it could not retract as intended. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.